Event description:
It was reported that a patient has been hospitalized due to an absence status thought to be triggered by the placement of the vns. It was also reported that the patient is very sensitive to any adjustment to the vns and response to the adjustments have taken multiple days in order to see if there are any complications or concerns for absence status. No additional relevant information has been received to date.